Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. Caller was reporting the following difficulty recharging: unable to charge. Patient stated he tripped past monday evening, stumbled and did the splits. Patient stated he twisted and grabbed a card. Patient stated it popped and something happened. Patient stated they turned off stimulation monday even and it was working but from the morning of this report it wouldn't come on with hand held so got recharging system and cannot get any signal at all. Patient has an appointment this next thursday and will call back if the problem is not his implantable neurostimulator (ins).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.